Event description:
It was reported that the patient's pump wasn't working. It was also indicated that they didn't know if their pump was turned on or not. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).